Event description:
Device malfunction: unk; time of symptoms/ae: after vessel closure; symptoms/ae: pseudoaneurysm/infection/hematoma. The following event was noted through a periodic article review for the stand I study that assessed suture-mediated closure(smc) devices and it has been summarized as follows: after an unspecified procedure a suture mediated closure was performed with a techstar device. Major complications occurred post vessel closure in two patients; one patient underwent surgical repair for a pseudoaneurysm and one patient developed local site infection requiring outpatient antibiotics. Minor complications occured in three patients; one patient developed a hematoma > 6cm, and two patients developed a small pseudoaneurysm requiring no further therapy.

Manufacturer narrative:
Attachment: joseph j. Gemmete, narasimham dasika, andrew r. Forauer, kyung cho, david m. Williams (2003) successful angioplasty of a superficial femoral artery stenosis caused by a suture-mediated closure device. Cardiovascular and interventional radiology 26:410-412. The device was not available for evaluation. The lot number was identified; therefore, a device history record review could not be performed.